Manufacturer narrative:
A field service engineer (fse) followed up with the site via telephone and spoke to the lab technician. Customer confirmed the error by reading the message on the screen. Customer was able to reproduce the error by restarting the analyzer. The fse had the customer shut down the analyzer and turn the power off. The fse also had customer try to turn the incubator by hand but she said it would not turn. The fse had the customer remove the incubator cover and she found a cup that was pinned between the plate of the incubator and the cover. Customer removed all cups. The fse had customer turn the incubator both directions and she stated it moves smoothly and freely in both directions. The fse had the customer reinstall the cover. The fse had the customer clean the claws and cup presence sensor of the test cup picking assembly. The fse had the customer reinstall all covers and start up the analyzer. Once homed, the fse had customer run "remove all cups" in maintenance. This ran with no errors. The fse had customer run daily check and (quality control) qc. Customer also ran their patient samples. Customer called the fse and indicated that the qc was all within specifications and analyzer has ran now for about 2 hours with no errors. Customer returned analyzer to normal use. The aia-900 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for the serial number (B)(4) from (B)(6) 2020 through aware date(B)(6) 2021. There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: error message: [4271] incubator home detect error. Cause: the home sensor s120 failed to be activated after the incubator moved towards the home position. Measurement will be interrupted. Action: please contact tosoh local representatives. Check s120 and pm120 for a possible malfunction. The most probable cause of the reported event was due to a tipped cup in the incubator.

Event description:
Customer reported an error 4271 incubator home detect error. Prior to calling in to the technical support line, customer rebooted the aia-900 analyzer. The technical support specialist (tss) advised customer to check for dropped cups or tips near the incubator. The top of the waste chute was not blocked, and customer did not see any cups in the four spots that she can see in the incubator. The customer rebooted and the error came up immediately. A field service engineer was dispatched to address the reported issue which caused a delay in reporting beta human chorionic gonadotropin (bhcg) and cardiac troponin I (ctnl2) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.